Event description:
It was reported that while removing the PICC, the line broke with only 10 cm exposed. The rest of the line migrated into the pt and had to be removed in the operating room. Pt is fine.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lhr review is not possible, as no mfg lot number has been provided by the complainant.